Event description:
It was reported that approximately 5 weeks after the direct xience stent implantation in the mid left anterior descending artery, the patient began experiencing intermittent chest pain, while at work, that resolved after a few minutes, with rest. No treatment was provided. On (B)(6) 2009, during a follow up appointment for the chest pain, it was noted that the patient had slurring of speech and left sided weakness. The patient was hospitalized for 3 days and received medication and diagnostic coronary angiography. A functional ischemia study was positive, but myocardial infarction was ruled out. No intervention was performed, and the symptoms of slurred speech and weakness reportedly resolved on (B)(6) 2011. On (B)(6) 2011, the patient presented to the emergency department with left-sided chest pain. He was hospitalized for 2 days. Functional ischemia study was negative and myocardial infarction was ruled out. No intervention was performed. On (B)(6) 2011, the patient experienced chest pain and was hospitalized again. Functional ischemia study was positive. The patient underwent a percutaneous coronary intervention in the proximal circumflex artery. On (B)(6) 2011, the patient presented with chest pain with moderate activity. He was hospitalized for 2 days and received a diagnostic coronary angiography and medication. The chest pain is an ongoing condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The date of occurrence is estimated as (B)(6) 2009 as it was reported as (B)(6) 2009. (B)(4): no pre-dilatation. There was no reported product deficiency and the product was not returned. Angina, ischemia and stenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to advancing the xience sds. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.